Event description:
It ws reported that during a lap sigma procedure, the anvil could not be connected. Another device was used to complete the procedure. No further information is available. There was no pt consequence.

Manufacturer narrative:
Information was not provided during initial contact. Information anticipated, but unavailable at this time